Event description:
The patient called in to report that on two of her v-gos the needle button released prior to the end of the 24 hour period. Patient said she could not say how long the v-gos were on before the release. Vcc representative went over proper placement and also verified she had not bumped into anything or accidentally hit the needle release button. Vcc representative also verified that patient threw them away.